Event description:
A surgeon has experienced four corneal burns over the last six weeks (since mid september). Additional info has been requested. This event is reported under mfg. Rpt. No.: 2028159-2006-00407. The other events are filed under mfg. Rpt. Nos: nos: 2028159-2006-00405; 2028159-2006-00406; 2028159-2006-00408.

Manufacturer narrative:
The surgical questionnaire was not returned by the customer, so a surgical parameter review was unable to be performed. The customer returned a 0.9mm mackool kelman phaco tip and three cassettes. Consumable evaluations: tip: a 0.9mm mackool kelman phaco tip was rec'd in its wrench unopened in a small parts kit along with two purple sleeves and a round wrench. The phaco tip (anodized gold) was visually inspected with the aid of a microscope at 30 magnifications. The phaco tip, including its bevel, was visually acceptable. The polyimide tubing was slightly on the cone surface, but was acceptable and able to be moved back and forth on the cannula surface. The device history record for the lot was not reviewed because no component lot number was provided in the complaint report. The phaco tip outside diameter at the cone to cannula transition and diameter prior to the kelman bend were measured. Both dimensions were deemed acceptable. The polyimide tubing inside minimum diameter and length were evaluated. Both dimensions were also deemed acceptable using a go pin gauge. The complaint evaluation cannot confirm a corneal burn. The reason for a corneal burn cannot be determined from this evaluation. The phaco tip was manufactured to its specification. All tips are 100% inspected at the end of the manufacturing process by trained operators to insure all visual quality requirements are present before release of a phaco tip. Dimensions are taken during the manufacturing process to insure they meet part requirements. Cassettes: three cassettes were rec'd and visually inspected. One was opened, unused and still in the tray while the other two cassettes and their manifolds were wet with bss and postsurgical solution. No obvious defects were evident on any of the samples. The cassettes were then functionally tested. The samples primed successfully and were able to reach maximum vacuum levels. No fluid or air leaks were detected. Irrigation and aspiration flow rates were tested and were within specification. After all functional parameters were checked, the cassettes were setup with a mackool hand piece, mackool tip (0.9mm, 30km), infusion sleeve (with bsi), and test chamber. The hand piece was installed on a legacy unit. The handpiece tuned successfully. No error messages were recorded on the legacy screen. The setup was tested in suggested settings from the alcon cataract instrumentation guidebook and from the drs' own settings. Tests from mtp; rise time; vacuum limit/vent time/residual pressure; steady state aspiration pressure and aspiration pump pulsations were also incorporated into this investigation. These results were also within specification. It should be noted that these three cassettes also represent other complaints. Proper fitting of infusion sleeve surrounding the tip's rigid polymer sleeve is important to optimal fluidic flow. Root cause: the root cause of corneal burn occurring with the pt cannot be determined by the irvine technology center (itc). No samples were returned to the itc and no system parameter settings were provided. Analysis of the phaco tip and cassettes from the facility did not indicate a root cause related to the consumable products.